Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an "apply sample" message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The product issue began (approximately 2 1/2 weeks ago). It is not known if the patient was able to obtain his blood glucose and how he was able to manage his diabetes after the "apply sample" issue began. A week later, the patient allegedly was admitted into the hospital due to diabetic ketoacidosis (dka). The patient was released three days later. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the technique for sample application was correct and the sample did draw into the test area of the test strip. The product issue was not resolved with training. This complaint is being reported because the patient claimed he was admitted into hospital for dka after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.